Event description:
Report of an over-delivery received. The patient had an abdominal aortic aneurysm repair and was receiving an epidural infusion of bupivacaine and fentanyl. The pump was programmed in the continuous plus bolus mode. The pump settings were not specified. When the night nurse went to clear the volume on the pump, the pump alarmed with an unspecified alarm. The nurse noticed that the infusion bag was empty; however, the pump display did not indicate that the solution bag should be empty. The customer stated, "the solution infused sooner than it should have." The amount of time "early" and the volume infused were not specified. The epidural infusion was stopped and the patient was monitored. The patient did not experience any adverse effects. The epidural solution was restarted approximately one hour later. Though requested, no further information was available.